Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 21387927.

Event description:
It was reported that patient's lead had migrated causing insufficient pain relief. The patient underwent an explant procedure. No further information could be obtained.